Event description:
Meter name: one touch ii, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: lightheaded, dizzy. A patient reported that patient was taken to the emergency room. The patient's meter allegedly was giving insert strip message. The patient was unable to test on the meter. The result on the ER meter is unknown. The time difference between patient's meter and ER meter was unknown. Treatment was unknown. No further information has been reported.